Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences due to suture was not absorbing? Additional information was requested, and the following was obtained: which tissue layer, at which location was the suture, was used to close? Muscular layer. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? No. Did the patient had an additional surgical intervention that required re suturing? No. The following information was requested, but unavailable: lot number? Procedure and event date?

Event description:
It was reported that the patient underwent a vaginal delivery surgery in 2020 and the suture was used for muscularis perineum. After 42 days post-op, the patient came to the hospital for reexamination. The suture was found not completely absorbed. Then the suture piece was removed from patient. There was no re-suturing performed. The patient is stable now. Additional information has been requested.